Event description:
It was reported that the touchscreen was unresponsive. Additionally, it was reported that the battery was depleting quickly. Customer declined follow up from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.